Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient with a pacing system had 2 episodes and presented to the emergency room with blood pressure drops and sweating. No further complications were reported due to this event. The pacing system remains in use.